Manufacturer narrative:
According to the received information from the biomedical engineer, through our field service engineer, the ventilator's damaged user interface was due to a combative and violent patient. The patient took the unit out during the fight. The hospital does repair themselves and did not request any service. The root cause of the reported event was the patient's combinative interference with the ventilator.

Event description:
It was reported that the monitor screen of the ventilator was damaged. There was no patient harm. Manufacturer ref.#: (B)(4).